Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a windsock appendage with the presence of numerous pectinate ridges along the walls of the anatomy. The maximum ostium measurement was 21mm with a maximum depth of 32mm. A watchman truseal access system was positioned. A 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed too distal and after 2 partial recaptures they were unable to optimally position the device. The anchors of the occluder appeared to be gripping the distal pectinate ridges too much to allow for successful proximal positioning. A full recapture of the device was performed. A second 30mm device was deployed at the ostium as intended, but displayed compression measurements in the neighborhood of 45%-50%. The device was fully recaptured and exchanged for a smaller, 27mm closure device. This device initially landed distal to the ostium and also appeared to be trapped by the pectinate ridges. After 2 partial recaptures, the device was positioned at the ostium. The device met criteria and was therefore released in the laa. After the release, the transesophageal echocardiogram (tee) doctor confirmed the device position and noted there to be no effusion. The patient was extubated and left the procedure room in good condition. The patient later developed an effusion while in recovery. Pericardiocentesis removed 400cc of fluid and a drain was left in place for the night. The patient was reported to be in stable condition. The patient was discharged the next day in good condition.